Event description:
The reported description notes that the cited bedside monitor did not alarm (high priority) - when the desat limit was exceeded.

Manufacturer narrative:
(B)(4). The reported description of this complaint notes that there was no audible/visual alarm in response to a desat condition while monitoring the pt using a m8007a bedside monitor. The central monitor's diagnostic logs (reflect the bedside and central monitor's alarms) were reviewed upon receipt. Log entries related to bed #558 on the cited date of the event (B)(4) 2011 between 20:00-21 were captured and shown below. The following is a detailed explanation of the logs entries: at 20:20:32 on (B)(4) 2011, bed 558 red alarm sound-bed the central monitor is sounding a red alarm sound for an alarm event generated by a bedside-monitored parameter. At 20:20:32 on (B)(4) 2011, 558 alarm desat 74<80 a red/critical alarm has occurred which went below the configured threshold of 80 for the configured timeframe. At 20:20:35 on (B)(4) 2011, silenced 558 desat 74<80 indicates that the desaturation alarm has been silenced. The central monitor log only records silencing activities for the central station and not the bedside monitor. At 20:23:41 on (B)(4) 2011, 558 red alarm sound-bed-the central monitor is sounding a red alarm sound for an alarm event generated by a bedside-monitored parameter. This reminder alarm is automatically generated on a preconfigured generated time amount from the acknowledgement (silencing) of the alarm if the condition remains active. At 20:26:52 on (B)(4) 2011, 558 red alarm sound-bed-the central monitor is sounding a red alarm sound as a reminder that the condition identified at 20:20:32 remains. The central monitor log only records silencing activities for the central station and not the bedside monitor. At 20:26:57 on (B)(4) 2011, silenced 558 desat 54<80: indicates that the desaturation alarm has been silenced. At 20:30:04 on (B)(4) 2011, 558 red alarm sound-bed- the central monitor is sounding a red alarm sound as a reminder that the condition identified at 20:20:32 remains. At 20:33:16 on (B)(4) /2011, 558 red alarm sound-bed- the central monitor is sounding a red alarm sound as a reminder that the condition identified at 20:20:32 remains. At 20:36:27 on (B)(4) 2011, 558 red alarm sound-bed- the central monitor is sounding a red alarm sound as a reminder that the condition identified at 20:20:32 remains. On (B)(4) 2011, a philips service tech evaluated the cited central and bedside monitor from this event and found that both monitor are operating per manufacture's specs. A simulation test of the pt alarms found that alarms were appropriately produced when triggered. Device labeling (IFU) adequately describes control of alarming, including acknowledgement (silencing) of alarms. In conclusion, based upon the central monitoring logs, the bedside monitor produced several desaturation alarms in response to a decreased spo2 desaturation beyond the monitor's preconfigured desaturation level. An eval of the bedside and central monitor that these monitor's are operating as designed. The info provided related to this situation does not support that there was any malfunction or that there is a systemic problem or design or labeling malfunction or any health risk. No further investigation or action is warranted.